Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a 30 ml blood and diluent leak in the air mix temperature control (amtc) area of the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a piece of rubber in the nucleated red blood cell (nrbc) mixing chamber, causing overflow into the black shield and around the specimen transport module (stm) module. The fse replaced the mixing chamber.

Manufacturer narrative:
Evaluation - results: nucleated red blood cell mixing chamber. Bec identifier for this complaint is (B)(4).